Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The device had a loss of placement signal. The team observed this prior to implant and attempted all troubleshooting. When this failed the device was replaced and support proceeded without patient harm.

Manufacturer narrative:
The impella device was returned for evaluation. Upon visual inspection, the pump plug was opened and no damage or abnormalities were observed within it. Therefore, it was determined that the cause of the placement signal issue was an open electrical line stemming from manufacturing. This report is being filed as part of a retrospective review of historical records.